Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively on a dermatologic procedure, the needle detached on 2 separate strands of suture while loading the needle from the package. A new device was used to complete the case. There was no patient injury.